Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (62 mg/dl). Contact stated that the settings need to be adjusted. Customer brought bg levels back to target range with juice. Recommendation was made to discuss diabetes management with customer's health care professional.